Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose (bg) levels decreased to 1.9 mmol/l (34.2 mg/dl) while wearing the pod 72 hours or longer. The patient reportedly delivered a meal bolus and fainted (bolus amount unknown). The patient drank cola and was transported to the hospital. Insulin delivery was suspended on the pod. After a couple of hours, the patient's bg levels began to increase. The patient was placed under observation and no medical treatment was required. A new pod was applied at the hospital the following morning when the patient was released. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.